Event description:
Customer called lfs in 2002, alleging the customer's meter would not start the test. Per cust. Serv. Rep., the following was documented: customer's ot ultra meter did not give results because "test does not start". "Customer is new to ultra meter". "When asked if the meter caused any physical harm the customer hesitated to say "maybe", customer said that customer went to see a dr. But it was scheduled not as a result of the meter." Replacement meter was sent.